Event description:
On (B)(6) 2017, during a neuro procedure the stopper inside a 10 cc syringe became loose and the blood came back past the stopper. I have the face sheet from the tray that it came out of but no syringe.